Event description:
On 12/23/98, at 0900 hours, during endoscopic vein harvesting procedure. Device #1 on the dissecting cannula ruptured and lodged between pt tissue and sharp tip of tracer, intervention required to remove cannula from wound and retrieval of shard of balloon.